Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal gablofen 2000 mcg/ml at an unknown dose via an implantable pump for intractable spasticity and multiple sclerosis. It was reported the patient had signs of withdrawal. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The catheter access port (cap) was accessed, but no fluid was able to be withdrawn. As far as interventions taken, it was noted that they may have tried increasing the dose. The pump and catheter were replaced. It was unknown if the issue was resolved, but it was noted that the patient¿s status was ¿alive ¿ no injury.¿ it was unknown when the event occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter on (B)(6) 2017 revealed no significant anomaly; the catheter was returned to the manufacturer incomplete / in segments and had met acceptable testing. Analysis of the pump revealed no anomaly. As per the pump¿s log, baclofen with concentration 2000.0 mcg/ml was being administered at a simple continuous infusion rate of 241.3 mcg/day as of (B)(6) 2017. The previously applied results code and conclusion code are no longer applicable.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The devices were returned to the manufacturer for analysis. No further patient complications wer reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.